Manufacturer narrative:
The lens was returned in a non-company peel pouch. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. File indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Power and resolution could not be reverified due to the extensive optic damage. Information was provided that the multifocal toric company 20.0 diopter (3.75cylinder) add power +2.2 & 3.2 lens model was replaced with a monofocal non-company 19.5 diopter lens. Due to the exchange of a multifocal lens to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced glare and poor vision, despite yttrium aluminum garnet (yag) laser capsulotomy the iol was exchanged for monofocal iol lens 1 year 2 months 3 weeks 2 days following the initial implant procedure. Additional information has been requested.